Event description:
Reporter indicated the sleep apnea is unrelated to the vns and is a pre-existing condition.

Event description:
Reporter indicated a vns patient had a history of sleep apnea. The patient wears a c-pap device. The patient recently had vns generator replacement due to end of service. Attempts for further information are in progress.